Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date. The customer¿s blood glucose level was 50 mg/dl and 70 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous. Customer reported that the retainer ring was missing and reservoir was able to lock in place. The insulin pump will not be returned for analysis.